Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the right ventricular lead. The lead was no longer used and replaced. No patient symptoms were reported.